Event description:
It was determined in 2004 that the implantable neurostimulator (ins) was malfunctioning and they were going to have it taken out or replaced. The patient was having problems getting insurance to approve and then she lost her job. The patient knows the ins depleted in 2005. Additional information has been requested to find out more information regarding this event and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3987, serial # (B)(4), implanted: (B)(6) 2002, product type lead; product ID 7496-25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).